Manufacturer narrative:
Voluntary medwatch report received: mw5163285.

Event description:
Voluntary medwatch received states a patient's right atrial lead was explanted due to infection. No additional adverse patient effects were reported.